Event description:
It was reported that the device migrated in the pocket causing all of the leads to pull back. The leads were all repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The 6947 lead is part of the advisory for this model.